Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump allegedly had delivery anomaly. The customer¿s blood glucose value was 300 mg/dl. Customer¿s current blood glucose is 320 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer treated with the insulin pump. Troubleshooting was done and customer feel ok after the troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.